Event description:
Additional information was received indicating diagnostic imaging was performed and dislodgment of the right ventricle (rv) lead was observed. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
It was reported that reduced r-wave amplitude was noted on the right ventricular (rv) lead. Abbott technical support was contacted, session records were reviewed, and low pacing impedance was also noted. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicating revision procedure was performed and the right ventricle lead was capped and replaced. The patient was in stable condition.